Manufacturer narrative:
A product investigation was performed ¿ the drivers are used in the matrix degenerative and deformity systems for insertion of monoaxial and polyaxial pedicle screws as well as the locking caps. 03.632.002 and 03.632.072 are the only drivers intended to be used for final tightening of the locking caps. Product drawings were reviewed during the investigation and no design issues were noted that would contribute to the complaint condition. The wear marks and stripped condition of the driver is likely a result of repeated use for screw and locking cap insertion. Not fully inserting the driver into the screws/locking caps could also contribute to the stripped condition. The technique used with the drivers is unknown however and so the exact root cause for the returned condition cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that while surgeon was utilizing a persuader and simultaneously performing final tightening of a cobalt-chromium (cocr) matrix cap, the matrix screwdriver tip was stripped. Procedure was successfully completed with no delay. This report is 1 of 1 for (B)(4).